Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient complained of pain at the pocket site when they were sitting and laying down. They also thought that they had a urinary tract infection (uti). They didn't report any falls and the rep did an impedance check, which showed no high impedances on any electrode combination. A doctor examined the position of the implantable pulse generator (ipg) and determined that they could reposition it in a higher position in the buttocks to make it more comfortable. The surgery was going to be scheduled for (B)(6). The issue was not resolved at the time of the report. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.